Event description:
It was reported that the left ventricular [lv] lead dislodged. The lv lead was explanted and replaced with an epicardial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed. No anomalies were found. There was blood/body fluid (not obstructed) on all conductors. There was also blood/body fluid (not obstructed) on the distal conductor.